Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Four days after implant of the pump, the patient went into the clinic and reported being over-medicated. The clinic diagnosis was medication side effects of mild severity, which indicated that the side effects had not, in a significant manner, interfered with the patient¿s normal functioning level. In response, the pump was reprogrammed with the daily dose being decreased by (B)(6). As of that day, the event was considered ongoing. The device system was being used to deliver dilaudid and bupivacaine. The outcome of the event had yet to be reported. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported a resolution date of (B)(6) 2014. The patient outcome was resolved without sequelae.